Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, a small piece of blue metal found in abdomen during laparoscopic procedure. Safely removed and identified as part of maryland grasper hinge. Upon visual examination in the laboratory, it could be seen that a small area of the device hinge had broken off. The morphology of the break sites were rough, with no evidence of rust or discolouration. There was no evidence of damage to the external surfaces of the device that would suggest that damage to the device caused the breakage. As such, it was not possible for the smtl to determine the cause of the breakage. An additional medical intervention was necessary. Additional information was not provided nor available was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00149 ((B)(4) + pm438r), 9610612-2021-00148 ((B)(4) + pm973r), 9610612-2021-00147 ((B)(4) + pm973r), 9610612-2021-00150 ((B)(4) + pm450r).

Manufacturer narrative:
Investigation results: visual investigation: the ceramic of the provided forceps is fractured at least two times. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the points of rupture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4) ((B)(4)). Associated medwatch-reports: 9610612-2021-00148 ((B)(4)+ pm973r); 9610612-2021-00147 ((B)(4)+ pm973r); 9610612-2021-00150 ((B)(4)+ pm450r); 9610612-2020-00987 ((B)(4)+ pm438r).